Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/06/2014) device evaluation:the lay user/patient¿s products have been returned on 09/08/14 and evaluated by lifescan product analysis on 10/01/2014 with the following findings:the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the subject meter (one touch verio iq) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "3.8 and 8.5mmol/l" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.